Event description:
It was reported during a surgery, after the implant insertion the surgeon found a piece of metal. It was reported "since the metal pieces were gold, it is likely to be part of the locking screw" (part number co-t2308-s, batch number 564977). The surgery was completed with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.3mm x 8mm locking cortical screw (part number co-t2308-s, batch number 564977) was returned for evaluation. The returned screw was examined visually under magnification. It was observed that there was slight deformation around the edges of the hex recess. Additionally, there were two threads along the transition area of the screw shaft which were deformed and shiny. The damaged portions of the threads were bright and silver in color. When the screws are shipped, they are tiodized a gold color. Since tiodizing is near the end of the manufacturing process this is highly likely to have happened during surgery. The damage is consistent with a screw thread stripping while being inserted into a plate. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.